Event description:
It was reported that a user removed the insulin cartridge from the ilet to bathe, dropped it, observed an air bubble in the cartridge, and attempted to remove the bubble with a syringe and needle, initially inserting the needle into the wrong end before successfully evacuating the air. The user was then instructed to remain disconnected, rewind, and reinstall the cartridge, but reconnected to the system without confirming drops from the anchor as instructed. Symptoms included hyperglycemia peaking at 253 mg/dl. Outcomes included the user discontinuing pump use for the day and reverting to backup therapy. Investigation included remote troubleshooting and education on proper disconnection for bathing, cartridge handling, priming to visualize drops from the anchor, and safe reconnection. Investigation of this case revealed user handling error with improper technique during cartridge manipulation and priming causing extended delay in reconnecting to infusion, with no device malfunction or alarm observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to handling and use.

Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.